Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was not identified during device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 (malfunction in tube misloading detection circuitry) alarm. This event occurred before use. There was no patient involvement. No additional information is available.